Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a complete signal loss occurred. A current leakage error message was displayed, and signal interference was observed on all channels across all connected systems. The cable was replaced without resolution, so the catheter was replaced. This resolved the issue, and the case continued without any patient consequence. During the signal loss, there were no electrocardiograms (ecgs) available to monitor the patient¿s heart rhythm. The inability to monitor a patient¿s ECG while devices are intracardiac can lead to an undetected, life threatening cardiac rhythm. As a result, this event is MDR reportable. Two catheters were used in this case, and it is not known which one was responsible for the malfunction. As a result, both catheters will be conservatively reported.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a complete signal loss occurred. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for eeprom, carto 3 system performance and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. In addition, eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was then tested for electrical performance, and was found within specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the noise issue during the procedure remains unknown.